Event description:
Hosp reported about two weeks after an injection with a medrad injector, the pt contacted the administration dept at the hosp complaining of pain at the injection site. Pt was referred to the ER dept where the doctor confirmed the pt had wrist pain and decreased range of motion. Pt was referred to an orthopedic hand specialist that dianosed them with dequervain's tendinitis.